Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine device check, post-paced t-wave oversensing was observed on real-time egms. Recommended programming changes were not made. Physician decided to continue to monitor the patient. Patient was doing well.